Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump was received with an rf pic failed alarm during the self test and was unable to communicate with the care link pro software due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test alarm. Customer was not able to clear due to buttons not responding. Customer's blood glucose at the time of call was 119 mg/dl. Insulin pump would be replaced.